Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that they had a pocket revision. The patient stated that they have pain in the back and it hurts so badly. The patient reported that they had surgery and pneumonia that was not device related. On (B)(6) 2017 (hcp): additional information received from the healthcare provider reported that the patient had an appointment on (B)(6) 2017 at which point they stated that their ins was working great for their pain but that they would lose coupling fairly easily. Their hcp determined that the ins pocket was fairly deep and the pocket was revised to be more superficial on (B)(6) 2017. The patient had a follow up appointment on (B)(6) 2017 at which everything was well. The hcp office said they had not received any additional communication from the patient. No further issues were noted or anticipated.